Event description:
Customer reports that a pt presented four days following dental graft procedure with four out of five surgical knots untied. The fifth surgical knot was explanted per routine procedure. No adverse pt consequences were reported.

Manufacturer narrative:
Date sent to FDA: 08/21/2008. (Knot untied) - the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. A review of the batch mfg records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria.